Event description:
It is reported that a customer has physical damage where the reservoir would be inserted on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump also had minor scratched lcd window, stained end cap sticker, and broken reservoir tube lip.